Event description:
It was found that the stop pin of fixation pin had broken when it was checked upon the inspection of the returned loner kit from the hospital. The stop pin was lost.

Manufacturer narrative:
Investigation in progress but not yet complete.